Event description:
It was reported that the patient woke up with blood glucose of 24.6 mmol/l; he had abdominal pain and nausea. A family member transported the patient to the emergency room where he was treated with intravenous saline and manual injections of insulin. The family member noted that she removed the infusion set and denied kinking or blood in the cannula; there were no air bubbles, leaking, or site issues noted. She stated that when the patient was placed back on the pump his blood glucose rose to 20.2 mmol/l. The family member removed the newly placed infusion set and denied any issues. The family member successfully programmed and delivered an air bolus. She said that the alarm history revealed low and empty cartridge alarms for the past several days. The bolus history showed that all boluses were delivered appropriately. The family member confirmed that the date/time and basal settings are correct; the basal delivery appeared to be accurate. The family member said that she rotates sites and avoids areas of scar tissue; she does not know the type or brand of the infusion set the patient wears. Another family member called on (B)(6) 2010 and said that the patient's blood glucose levels were within target on (B)(6) 2010 and (B)(6) 2010, but became elevated again on the morning of (B)(6) 2010 (about 20.0 mmol/l). The patient was placed on a loaner pump, and his blood glucose resolved to 11.0 mmol/l. The customer support represented explained that there was no indication of a pump malfunction; the patient's physician insisted that the pump is defective.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.